Event description:
A medtronic representative reported that a thoracic probe had become twisted as the surgeon uses a mallot with very hard bone and twists the probe to remove it. Medtronic representative performed training regarding proper use of the instrument after this issue was discovered. No impact on the patient outcome was reported.

Manufacturer narrative:
Patient information is not available as the site is not sure which patient's surgery this issue occurred during. As reported, the tip of the suspect probe is twisted. A new probe was sent to the site and user training provided.